Manufacturer narrative:
Product ID 978b128 lot# va311hs, implanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the device worked for about 7-8 days and then it didn't. Patient mentioned they will be seeing the healthcare provider (hcp) next thursday for a post op appointment. Patient also said the first time they saw their hcp they found that the lead had moved just a very small amount not the implant but the lead itself on the nerve and they corrected that and it only took about a week for it to apparently move again. Patient asked if medtronic had any history with people with ehlers danlos syndrome and the leads moving after they were implanted. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. The patient reported that their baseline symptoms returned / lost therapy benefit.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va311hs implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They clarified that by the patient stating "the device worked for 7-8 days and then it didn't". The device was working fine. The issue was with the temporary lead connection. The issue was not caused by normal battery depletion. The cause of the device not working was determined to be with the issue with the temporary lead connection. As resolution, stage 2 implant was done. The issue was resolved. No resolution was taken for the patient's allegation that the lead moved a small amount since the lead did not move. The issue was not resolved and no further action will be taken.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va311hs implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.